Event description:
Reportedly, the patient has "significant pain and has required [patient] to visit doctor frequently. [Patient] constantly worried things will get worse."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.  If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-operative diagnosis: right l4-l5 disc herniation with instability of the same segment. She underwent following procedures: right l4-l5 transforaminal lumbar decompression; lumbar interbody fusion cage; microdissection with microscope; morsellized allograft (bmp); bilateral percutaneous pedicle screw placement; intraoperative fluoroscopy. As per operative notes, ¿at this point, using instrumentation, a discectomy was carried out, and care was taken to undercut the ventral aspect of the thecal sac across the midline. Having accomplished this, the patient was templated for a 25 x 14 x 13 implant. This cage was packed with bmp soaked on a collagen sponge and then positioned under c-arm fluoroscopy.¿ no intra-operative complications were reported.